Manufacturer narrative:
(B)(4). D10 - medical product: articular surface catalog # 00596405010 lot # 63595944. Femoral component catalog # 00596401752 lot # 64226406. H3: customer has indicated that the product will not be returned because not returned by patient. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical review indicates pre-revision that patient reports pain with activity, intermittent swelling, infection workup negative; revision op notes indicates components noted to be in excellent position, tibial component had subsided posteriorly, but not grossly loose. No intraoperative complications reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to tibial component had subsided posteriorly. During the revision, synovitis was noted. Tibia, femur, and articular surface were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a revision procedure five years post implantation due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.